Event description:
On (B)(6) 2011, leica microsystems received a complaint stating that the slider of the surgical microscope accessory, leica footswitch was sticking.

Manufacturer narrative:
(B)(4). Results: failure cannot be duplicated. The affected footswtich was replaced and returned to the manufacturer. A functional test was conducted by the manufacturer. In particular, the footswitch was installed to a surgical microscope and the slider was moved up and down. According to the technical report, the alleged failure (slider sticking) cannot be duplicated.